Manufacturer narrative:
A device history report review was completed on the reported lot v8c287. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. One sample was received on 08/13/2018. The sample reviews did not identify any issues with the product. As per the details of complaint, customer stored the product in freezer prior to use. Instructions for use on the product states ¿do not refrigerate or freeze prior to use, as frostbite to the skin may occur¿, secondly it also states to use for 30 minutes. Patient did not follow the instructions for use. A corrective action will not be initiated at this time, however the manufacturing site will continue monitoring incoming complaints.

Event description:
Customer stated that she received cold pack catalog number 102 in the ER to use for her knee following an injury. She reported she went home activated the cold pack then placed it in the freezer. A few days later she stated that she got it out of the freezer and placed it on her leg for approximately 45 min to 1 hour. She stated she began to feel a burning sensation and when she removed it there was a dark stain on her leg with little blisters. She states, she than took a shower and they formed into one big blister and reports it is very painful and burns. Customer admits she was unaware how to use the cold pack and was educated they did not need to be placed in the freezer or to be left on beyond 30 minutes. She went to hospital and stated she reportedly has frost bite.